Manufacturer narrative:
(B) (4) - unable to stop blood flow marker lumen. (B) (4). Device #1: part# 12673-05, lot# 81030-6h indicated is being filed under medwatch MFR number 2953144-2010-00124. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: device #2 unable to stop bleeding from the marker lumen. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, pulsatile blood flow could not be stopped or significantly reduced from the marker lumen when the device was pulled back to position the foot against the arterial wall. The device was removed and a second proglide was attempted but with the same results. Manual compression was applied to achieve hemostasis. There were no reported pt adverse effects. Though requested, no additional information was provided.